Event description:
An ophthalmologist reported that, the trocar became jammed and the valve was dislodged into the vitreous cavity during a vitrectomy surgery. As a result, an additional surgical intervention was required to retrieve the detached trocar valve material. The trocar valves had disintegrated and fragmented, obstructing the trocar lumen and adhering to the instruments, including the vitreotome and fiberoptic cable. When the instruments were removed, the trocar became stuck and detached. It was noted that the fiberoptic cable may have melted the silicone of the trocar due to excessive heat. The heat generated by the fiberoptic cable may have caused the trocar membrane to melt, resulting in the components sticking together. The procedure was successfully completed on the same day. There was no impact on the patient, and symptoms were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture and audio attached was reviewed by the manufacturing site. The picture is of a pak label, the reported product and lot information is confirmed. Audio does not show the trocar jammed, trocar valves stuck inside vitreous cavity. Reported issue cannot be confirmed from picture and audio. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All trocar assemblies are 100% inspected for gage size. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.